Manufacturer narrative:
The customer¿s experience with the pump module not alarming with air boluses visible in the line was not confirmed in the log or replicated during testing. The pump module event log confirmed the air bolus limit was set to 250 l with accumulated air enabled on the reported incident date. Also confirmed was there were no ail alarms recorded on (B)(6) 2018. However, further review of the pump module event log showed 10 ail alarms recorded that were recorded on (B)(6) 2018 between 9:11 am and 10:22 am. This would indicate the air detection system was functioning and detected air in the line. The air detection system was tested and there were no irregularities observed during testing. The returned device was found to be operating in specification. With the device set to the 250 l single air bolus alarm limit, the worst case bubble size that could pass through the ail sensor without triggering an alarm could be as large as 1.67 inches in length. It is possible the air bubbles observed by the clinicians were smaller in size passing undetected. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that a lvp did not alarm for ail even though the line had bubbles that entered the patient's PICC line. The accumulated ail setting is enabled and the configuration is set at 250 mcl. The secondary medication infusion was completed and primary tubing kinked causing air. There was no patient harm. Received a copy of the customer's medwatch report from the FDA which states, "IV pump "air in line" sensor did not work, and patient was getting air in the line into PICC line."